Event description:
During this case the tip of the burr broke in the bone, a second burr was opened with the same lot number and the tip of that burr also broke off. After the second incident the doctor did have a hole drilled, he managed to remove the broken tip from the burr and proceed with the case. There was no adverse effect on the patient due to this.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.